Manufacturer narrative:
B3. Reported event date reflects the date the article was accepted for publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Logvinenko, r.l., strutsenko, m.v., gegenava, b.b., & vasilyiev, a.v. (2024). Recanalization of a chronic occlusion flow-diverter device in a patient with a paraclinoid giant aneurysm recurrence: clinical observation. Radiology case reports 19(9). Hhttps://doi.org/10.1016/j.radcr.2024.05.070. Medtronic review of the literature article found that a 65-year-old female patient who underwent treatment of a large paraclinoid internal carotid artery aneurysm was treated using the pipeline stent (5 x 20 mm). Within 5 months, the patient experienced two transient ischemic attacks, hemianopsia on the right side with loss of the medial vision field and left-sided hemiparesis and hemihypesthesia. There was also starting of left hemianopia with loss of central vision and loss. 3d imaging showed contrast leakage through the wall of the stent. The implanted pipeline experienced narrowing, considered likely due to axial torsion, and the pipeline had collapsed leading to the distal end herniated into the aneurysm. This appeared to result in thrombosis and obstruction. To address the pipeline collapse and herniation, the patient underwent an additional procedure in which a second pipeline (5 x 20 mm) was implanted with its distal segment located in the middle of the artery. After fully deploying the second pipeline, balloon angioplasty was performed at the location of the initial pipeline collapse. Final angiography showed adequate stent opening and patency with stagnation int eh aneurysm sac. At the 6-month follow-up, control angiography showed patency of the carotid basin with in-stent re-stenosis up to 40% and complete resolution of the aneurysm. There were no further patient symptoms reported and the patient did not have any sign of neurological deficit. Ancillary devices used in the procedure: cello 9f, navien a+ catheter, rebar-18 microcatheter asahi chikai 0.014" 300cm guidewire, marksman 3f microcatheter, microvention sceptor balloon catheter.